Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error due to an inappropriate bypass of a low drain volume alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:11:28. During night drain cycle five, the patient's ultrafiltration reading was 1326ml, indicating the home patient (hp) drained 1326ml more than their maximum programmed fill volume of 2000ml. No additional information is available.